Manufacturer narrative:
Philips service replaced the converter and dried the ht plug, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the fluoroscopy pedal was unresponsive, and a generator fault was diagnosed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.